Event description:
It was reported to philips that the heartstart mrx defibrillator showed a synchronization failure. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The parent record was determined to be a duplicate of (B)(4) and is being closed. Reference (B)(4) for the complete investigation of this issue. Closing duplicate case.